Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown, serial# unknown, product type: unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer through a manufacturer representative (rep) regarding a patient implanted with a neurostimulator (ins) for other chronic/intract pain of trunk/limbs. It was reported that the patient had a sudden loss of coverage on their left side since (B)(6) 2017. Patient stated they briefly felt stimulation coming back but it had since been lost again. Initially impedances were thought to be normal with patient's recharge interval the same (once a week). However once impedances were ran at 3v they discovered high impedance of 6800 ohms on contact 6. Contact 6 was being used in therapy and when they programmed around it the patient felt stim but in the wrong location. Rep stated they plan to x-ray for migration and discuss with the physician about doing a lead revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3487a-56 lot# v228165 implanted: (B)(6)2009 explanted: (B)(6)2017 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that to resolve the loss of coverage and high impedance issues the physician chose to perform a lead revision and replace the ins on (B)(6)2017. The cause of the issues had not been determined but the replacement had resolved the issues.